Manufacturer narrative:
An intuitive field service engineer (fse) followed up with the site's clinical sales rep (csr) and was advised that the customer had no further issues after changing the sides of deployment from left to right. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, it was observed that the ports were on the same side as the system, but the boom was fully extended and rotated 180 degrees back towards itself. It was stated that when moving the arms, they were moving backwards and looked like they were flipped where the left master tool manipulator (mtm) was controlling the right instrument. The site reseated the 30-degree endoscope and stated that the image appeared to be upside down. Also, it was stated that they were going to re-dock the system on the other side of the patient and continue with the case. There were no reports of patient injury. Intuitive followed up with the initial reporter and the following additional information was obtained: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, while the surgeon was manipulating instruments. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did scale appropriately to the instrument. The instrument moved backwards from the intended direction. The timing of the instrument movement was appropriate. There was no shaky movement nor movement interference. There were no external collisions. The issue was persistent. To resolve the issue, patient docking was performed on the opposite side. There were no reports of patient injury. The system was inspected prior to use. No abnormalities were found. The drape and instrument are not available for evaluation. There was no damage observed on the endoscope¿s adapter/base.